Event description:
The customer reported via phone call that he went to the emergency room on (B)(6) 2015 with a high blood glucose level of 999 mg/dl. His blood glucose level then increased to 1,027 mg/dl. In the hospital they administered fluids. The customer did not have high blood glucose symptoms. The customer had gone to a banquet, ate too much, and did not take enough insulin. He had a diabetic ketoacidosis and his kidneys shut down. The customer was wearing his insulin pump at the time of the emergency room visit. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.